Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received unknown baclofen 500 mcg/ml at a dose of 124 mcg/day via an implantable pump. The indication for use was not provided. It was reported that a pump alarm was heard and verified by telemetry that end of service (eos) had occurred. It was unclear as to when specifically eos had occurred but maybe (B)(6) 2018 based on the image the representative received from the doctor. The patient was not feeling well and then was put on po baclofen at the end of march and started doing better. Po baclofen was 20 mg four times daily. The caller indicate the physician was not monitoring eri and it was missed. The patient happened to live very far aware from the doctor¿s office. The pump password to turn the pump off was requested. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign health care professional (hcp) via a manufacturer representative. It was reported that the patient lived in a very remote area, and the alarm went off for reaching normal end of service (eos) and alarmed for about 3 weeks. The hcp did not advise the clinic that the pump was alarming. The patient went into withdrawal. When the representative interrogated the patient¿s pump, it was no longer alarming. There was inquiry if the alarm should have still been going off since no one had turned it off prior to her. The pump was not turned off, and it would not be replaced. The patient was disabled and lived in a hospital because she required special care; the pump would remain in the patient in order to avoid any risk/surgery. The patient was now receiving oral baclofen via gastric tube, and she was doing fine with her spasticity.